Event description:
It was reported that on the second day after solo catheter placement, the catheter was just started and was found to be leaking, which was examined and found to be irregularly fractured. The catheter was immediately removed after clamping the catheter closed using vascular clamps. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc were returned for evaluation. An initial visual observation of the first photograph showed a split in the catheter tubing. An initial visual observation of the second photograph showed how there was a droplet of liquid forming from the split. An initial visual observation of the third photograph showed the catheter against a patient¿s skin, once again demonstrating the split in the tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.